Event description:
Noisy episodes were observed several days and weeks after radiotherapy (which occured between (B)(6) 2015). The physician decided to replace the subject device.

Event description:
Noisy episodes were observed several days and weeks after radiotherapy. The physician decided to replace the subject device.